Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This issue was previously reported under MDR number 3005094123-2024-00226 under a different suspect device.

Event description:
The customer reported falsely elevated alinity I free t4 results for multiple patients. The customer observed initial results of >64.3 pmol/l, but when the sample is repeated, the values are within reference range (reference range 9.0- 19.1 pmol/l). The following example data was provided: (B)(6) 2024 sid (B)(6) initial result was >64.3 pmol/l, repeat = 15.9 pmol/l there was no impact to patient management reported.

Event description:
The customer reported falsely elevated alinity I free t4 results for multiple patients. The customer observed initial results of >64.3 pmol/l, but when the sample is repeated, the values are within reference range (reference range 9.0- 19.1 pmol/l). The following example data was provided: on (B)(6) 2024 ,(B)(6) , initial result was >64.3 pmol/l, repeat = 15.9 pmol/l there was no impact to patient management reported.

Manufacturer narrative:
The instrument was inspected, and a small amount of particulate matter was found at the bottom of the trigger reservoir. The field service engineer (fse) resolved the issue by emptying/replacing the trigger solution and replacing the bulk solution transfer pump. No additional result issues have been reported since the part was replaced. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant patient results. A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of tracking and trending for the pump, bulk solution transfer did identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the pump, bulk solution transfer was identified.